Event description:
Physician asked for a stapler atw45 and a reload tr45b to staple the appendix laparoscopically. Circulator gave stapler request with reload to scrub who changed out the actual staple to the tr45b. When physician tried to use stapler on appendix, it would not cut or fire.